Event description:
Reportable based on additional information received on (B)(6) 2010. (B)(4). Same case as MFR ID#: 2134265-2010-03469. It was reported that post a stenting treatment procedure, the patient experienced a stroke. The 80% stenosed and 7mm long target lesion was located in the ostium of the left internal carotid artery with a reference vessel diameter of 5mm. An attempt was made to place a 190cm filterwire ez embolic protection system, but the device was unable to cross the lesion. It was exchanged for a 0.014 mailman. A 8x21, 5f, 135cm carotid wallstent monorail was then deployed in the target lesion followed by post dilation resulting in 0% residual stenosis. One day post procedure, the (B)(6) at 06:30 was "0". However, it is noted that at 12:30 that same day, the patient experienced an ischemic stroke. The (B)(6) performed at this time was recorded as 2 for right leg motor functions and weakness. A CT of the head was negative for infarct and flow through the stent was normal. The rest of the left internal carotid artery was patent. An MRI of the brain without contrast revealed a couple of small focal lesions consistent with an embolic infarct. It is the physician's opinion that the stroke occurred peri-procedurally and attributed to the arch anatomy and negotiations which may have been the source of the event. The patient was discharged to a rehab facility 2 days after onset. (B)(6) performed 8 days post index procedure was 0. 1 month later at the 30 day follow up visit, the patient was asymptomatic with a (B)(6) "0". A carotid duplex performed revealed no significant stenosis of the target vessel. The event is considered resolved without residual effects. It is the opinion of the investigator that the event is possibly related to the carotid wallstent and possibly related to the filterwire ez.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).